Event description:
It was reported that the customer was hospitalized for hyperglycemia and was treated with an IV drip. It was indicated that the md believes the cause of the event may be to due a possible infection. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.